Manufacturer narrative:
Unit passed displacement test, self-test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No pump error 53, pump error 82 or pump error 4 alarms noted during testing. Unit successfully downloaded to thumps. However, the formatted history file confirmed the pump alarmed pump error 53 alarm (line number (107) file number (13) on 09/27/2024 10:33:44.000 due to software error as per global logic analysis. Verified in the pump history download the pump alarmed pump error 82 on 09/24/2024 11:00:00.000 and pump error 4 on 09/27/2024 10:33:44.000 due to corroded motor home switch. Found moisture damage to force sensor, pcb1 board and pcb 2 board during visual inspection. The p-cap/reservoir does lock properly. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case at the battery tube, cracked keypad overlay, corroded battery tube, corroded motor home switch. Pump error 53 was confirmed due to being found in history files and due to software anomaly. Pump error 82 and pump error 4 were confirmed due to corroded motor home switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 82: the hrm task did not grant motor power in reasonable time, pump error 53: reported a software error detected, pump error 4: the motor arm cannot communicate with the main arm. The customer reported no adverse event. The event involved product(s) mmt-1885l. Troubleshooting was performed. The customer reported receiving a pump error. Customer was able to clear the error and successfully complete fill cannula delivery test. Error table indicated that pump requires replacement. No harm requiring medical intervention was reported. The customer will discontinue using the device. Mmt-1885l was requested and customer response was the device will be returned.